Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, there was poor staple formation and the staple line was incomplete on the distal part. The staple line was fixed with suture. Another device was used to complete the case.